Manufacturer narrative:
The investigation determined the calibration signals were acceptable. The root cause was the sample and reagent tubing.

Event description:
The initial reporter complained of questionable elecsys estradiol iii assay results for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial estradiol result was >3000 pg/ml without a data flag. The repeat result with a 1:10 automatic dilution was 2165 pg/ml. The repeat result with a 1:2 automatic dilution was 2202 pg/ml. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The estradiol reagent lot number was 319816 with an expiration date of 31-mar-2019. The field service engineer replaced the sample and reagent tubing. The customer ran calibration and qc that was acceptable. The investigation determined that the provided qc was acceptable. The investigation is ongoing.